Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgu373715j/(B)(4). According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an aortic arch aneurysm and was implanted with two conformable gore® tag® thoracic endoprosthesis(ctag). The patient tolerated the procedure. On an unknown date estimated to be (B)(6) 2017, follow up computed tomography (CT) imaging revealed an endoleak, type unknown. On an unknown date in (B)(6) 2020, follow up CT imaging revealed aneurysm enlargement to approximately 10mm in diameter and a suspected type iii endoleak at the overlap zone at the inner curve of the aortic arch. It was unknown whether the type iii was a disconnect or a tear/disruption of the graft. On (B)(6) 2020, the patient underwent re-intervention and an additional stent graft was placed to reline the overlap zone. No endoleak was able to be confirmed intraprocedure; however the physician continued to suspect a type iii endoleak. The patient tolerated the procedure.